Event description:
It was reported the pt died on (B)(6) 2013. It was reported the pt had ongoing medical problems that kept him in the hospital. Further investigation identified an obituary stated the pt died at a skilled nursing facility. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.